Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, upon extending the snare, the physician noted that the snare loop was broken. No components or pieces of the device fell into the patient. The procedure was completed by using another sensation jumbo oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
An evaluation of the returned product found that the snare loop was intact; however, the device could no longer retract due the detached cannula within the handle. All measurements taken of the device were found to be within specification. The condition of the returned device was not consistent with the complaint that the snare loop broke; the complaint was not confirmed. The most probable root cause of the detached handle cannula is improper assembly during manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, upon extending the snare, the physician noted that the snare loop was broken. No components or pieces of the device fell into the patient. The procedure was completed by using another sensation jumbo oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.